Manufacturer narrative:
Top and bottom housing were observed to contain cracks and damage along the outer edges, and the exposed portion of the soft cannula contained a kink. Following housing removal it was also observed that the reservoir sustained damaged, with a bubble observed on the top of the reservoir cap. Additionally, the piezo contained multiple signs of damage. Attempts to connect to the pcb proved unsuccessful, therefore no download data was available to confirm the reports of a hazard alarm. Despite all observed damages, device was still able to deliver insulin. Timing and cause of observed damages, and their relation to the data loss or reported hazard alarm, could not be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that there was an occlusion alarm while the patient was wearing the pod for 36 to 48 hours on the abdomen. Patients blood glucose levels reached 270 mg/dl.